Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer stated that they had high blood glucose of 402 mg/dl at the time of incident. Troubleshooting was performed and insulin did exit during fill cannula. The customer stated that they needed to change multiple infusion set. Auto mode was not mentioned if was in use at the time of incident. The insulin pump will not be returned for analysis.